Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported a patient death occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure indicated for a case of atrial fibrillation (a fib), a versacross connect laac kit was selected for use. The physician successfully completed the transseptal puncture and removed the versacross dilator from the watchman sheath (its valve was opened). At this time, the patient began experiencing an st segment elevation and became hemodynamically unstable. The physician gave the patient medication to treat the st segment elevation. The patient went into cardiac arrest and required cardiopulmonary resuscitation (CPR). An ic physician arrived, and femoral access was obtained and a non-boston scientific 6fr diagnostic catheter was introduced. An angiogram of the right coronary artery showed that there was an air embolism present in the patient. Air was visualized during aspiration of the side port on the watchman sheath. The physician used a non-boston scientific catheter to remove the air from the patient. An intra-aortic balloon pump (iabp) was placed, and the patient was sent to intensive care unit. The patient did not recover from this event and the patient died the next day. The device is not expected to be returned for analysis (disposed). No air was visualized was when removing the dilator.